Manufacturer narrative:
H3 other text : the customer called and spoke with a philips remote service engineer (rse). It was confirmed that a reinstallation of software was required, but the customer refused repair service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device report errors. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.